Manufacturer narrative:
(B)(4). Other device used: catalog #unk, unknown zimmer liner, lot #unk. No devices or photos were received; therefore the condition of the components is unknown. Device history records cannot be reviewed since the part and lot numbers are unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. No applicable patient history is available for review. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided.

Event description:
It is reported the patient's head and liner were revised for an unknown reason.